Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. It is unknown if hearing performance is affected. An incident of accident or trauma has not been reported. Re-implantation is considered, but no date has been set yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such causal event like an accident is mentioned in the recipient report. Additionally, it seems that only an incomplete insertion has been achieved during implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show affected channels. It is unknown if hearing performance is affected, reportedly the child is not very cooperative and communication with the family is difficult. It is unknown if an incident of accident or trauma has occurred. The recipient was re-implanted.